Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant was not large enough to fit the defect area.

Manufacturer narrative:
Additional information: h4. Correction: h3. Device evaluation: follow-up report submitted to document device evaluation results. The reported event could be confirmed as the implant was sent back to stryker freiburg. The sales rep reported that the peek implant (ID# (B)(6)) could not be used during surgery as it was too small to cover the intended defect area, leading to a surgical delay of 16¿60 minutes. A design analysis confirmed that the implant was manufactured according to specification, but a mismatch occurred due to a lack of communication about the surgeon¿s plan to remove both the existing implant and bone flap¿information not available during the design phase¿leading to differing assumptions about the defect size. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.